Event description:
Additional information: it was stated that right after the pump was implanted, right before the first scheduled infusion/fill, the patient had heard the alarm. Healthcare provider (hcp) checked the pump but didn't say why the pump alarmed. He then sent the patient to the "infusion place" and the pump was filled. The pump had not alarmed since then. Patient "was told" (unknown source) that her pump "alarm system" needed to be fixed by the manufacturer. She had been waiting since (B)(6) 2012 for someone to "fix her alarm system." A manufacturer representative was supposed to come out in (B)(6) 2013 to her primary care physician's office to "fix her alarm system but per reporter that didn¿t happen.

Event description:
Additional information as received and it was reported that the patient went into withdrawal in (B)(6) 2012 and she went to the ER (emergency room). The patient felt that the pumps ¿alert system¿ wasn¿t working. She was supposed to have ¿an infusion¿ on (B)(6) 2012. Around this time, the patient started hearing a ¿humming sound coming from the pump (possibly alarming)¿. At this time her blood pressure was 240/110 which was concerning because she had two heart attacks. The doctor¿s wouldn¿t give her blood pressure meds because she fainted all the time and broke bones. The patient ¿thinks that she¿s had a tia¿. In ¿(B)(6) 2012¿, the patient fell in her bathroom, broke her shoulder, and ¿hit the pump with forceful trauma¿ while knocking the toilet off its base. Right after the fall, the patient started having symptoms including jerking and soreness. In (B)(6), she started to have severe abdominal pain; she looked like she was 9 months pregnant. She had a bulge by her pump; ¿her belly button is on the right side of her body and numbness from the vagina to the incision¿. When the patient asked why the area was numb, she was told it was because nerves were cut during her surgery. Also in september, the patient had 8 or 9 sores on her; the doctor who debrided the sores "dug" them out without numbing meds or antibiotics. The patient passed out in her wheelchair because of it. Initially the patient stated that when she was in withdrawal the hcp (healthcare provider) put an ¿extra 25%¿ of the drug in, but later stated the he never upped the dosage. For subsequent events, see manufacturer¿s report # 3004209178-2013-21950.

Event description:
It was later reported that the patient had 2 ministrokes and buzzing in her ears due to high blood pressure. It was noted that the patient was supposed to meet with a manufacturer representative on (B)(6) 2014, but the appointment was cancelled. The patient had an MRI on this date. The patient wanted the pump removed. It was later reported that the pump was not turned on in (B)(6) 2013. It was later reported that the patient fell out of bed in december, bled a lot and had a hematoma. In the week prior to this report, the patient cut her finger and bled for half an hour. The patient¿s primary care provider diagnosed her with thrombocytopenia/platelet disorder, but hadn¿t treated her yet. Whenever the patient touched her skin, it bruised immediately.

Event description:
Additional information received reported that the patient had widespread abdominal pain on (B)(6) 2012 and it lasted about a week. Then on (B)(6) 2012, the patient experienced lower leg pain. A couple of weeks later, the patient had widespread pain again. On (B)(6) 2012, the patient had a blister on her abdomen, and the health care professional "popped it" and told the patient not to do anything to it. The area where the blister was at turned dark brown for a week and a half and then it was bright red. The blister was the "port of entry" for the pump. It was unclear why the blister was formed. Around (B)(6) 2012, the patient had severe headaches and neck pain, abdominal pain, back pain which was the "main thing with the three disks were cut." Patient had "like fifteen other things wrong with her back from l-3 down." The patient went to the emergency room on (B)(6) 2012 because of a headache and the patient also experienced withdrawal. The patient had headaches "before in her life" and she take "imitrex" if she needed it, but it didn't work because it was not a migraine. The doctor prescribed "butababtal" last month and it did not work. Since (B)(6) 2012, patient had increase pain in her head, neck, back and abdomen where the pump was. She also experienced numbness and tingling in her legs. The patient had not been able to get rid of headache no matter what she takes. The patient had magnetic resonance imaging (MRI) on (B)(6) 2012, and nothing was seen about the pump. Per patient, the side that the pump was put in, it was "really swollen." It had been swollen for about a month or two. Per patient, "the left side of the stomach where the pump was located was 3 inches higher than the right side and it wasn't the pump." The patient heard "one beep" from the pump and it lasted four days. During patient's refill on (B)(6) 2012, patient's blood pressure was 170/110. Per patient, she had 2 heart attacks prior in her life. Per patient, the health care professional (hcp) stated that patient was in symptomatic withdrawal. Per patient, the hcp stated the pump was empty. The day after the refill, the patient experienced back pain. It was where the pump was. Patient had gained 20 pounds since the pump was implanted. The patient got "a lot of edema" a week prior to the date of this report. Per patient, she "felt like she had an infection and the whole left side looked like it was herniated and bulging out." It was noted that the doctor did blood culture for infection and the results were "negative." It was also noted that patient had tachycardia "all month long." The medication was increased by 5%.

Event description:
It was reported that the patient's pain symptoms had returned. The patient had no pain for the first month after implant, but was experiencing pain again. The patient was having pain in the left buttock area, noting pain in the right buttock area was not as significant. The patient started to experience symptoms after a fall. Two or 3 weeks after implant, the patient got out of a car, fainted, and rolled onto the road. The patient was in the hospital for three days. The patient noted that she did see the managing physician after that event, but was continuing to have pain. The patient was questioning a possible device issue following the fall and was contemplating following up with the managing healthcare provider. The medication in the pump was morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that the patient was due to have the pump refilled on (B)(6) 2012. On (B)(6) 2012 she was in withdrawal. The patient went in on (B)(6) 2012 to have the pump filled and the health care provider (hcp) told the patient she had 15 days left of morphine. The patient believed the pump went dry two weeks before that. The hcp told the patient they would fill the pump the next day. The next day at the infusion center, the patient's blood pressure was 220/110. The patient also reported to them that "my head is killing me, my neck, my stomach, my legs, my butt, and they said you're in systemic withdrawal. You don't have any medication in your pain pump." Two weeks prior to seeing the hcp on (B)(6) 2012, the patient had been hearing an alarm and thought that meant that the pump was not working; meaning if three beeps were heard something was wrong with the pain pump. The patient told the hcp about the alarm and that she did not think the pump was working. The patient was told she had medication left in her pump. The patient stated he was lying". The hcp got "crabby" after that and stated "do you want me to yank the pump out". The patient told him "no" and the hcp added 25% more medication. Following this, the patient did not have any more withdrawal, but did have pain. Patient stated that the first "infusion" on the printout noted dilaudid and baclofen. Further, the patient reported that she had been sick ever since she got the pump. The hcp had only increased pump one time when she had the withdrawal and the hcp informed the patient that he would never, ever increase it again. Reportedly, the hcp was to add baclofen for spasticity and muscle spasms and clonidine to the pump in (B)(6) 2013 but left out the baclofen. The patient further experienced back spasms, rigidity and pain. Patient began experiencing symptoms on (B)(6), 2012 with severe headaches, neck pain back pain, butt pain, leg pain, numbness and tingling in my leg, and abdominal pain. Patient went to two emergency rooms (ER) and they did not hear a pump alarm. At the second ER, her leg started jerking real bad "jumping up and down off the bed." She was given ativan and it stopped it. Three to four days later at doctor's office patient was standing at the window and both legs started jerking. The patient had heard a single beep and thought it was her phone off the hook for about five days because she could not find it. However, it was the pump because per pump logs the patient noted that she was going to hear two beeps on (B)(6), 2012 when she was to get her refill/infusion. It was further added that the second emergency room, they sent the patient home with dehydration papers and withdrawal symptoms. The patient was also taking valium. The following week they scanned the pump to make sure everything was all right. The patient expressed dissatisfaction with the hcp. On (B)(6) or something" the patient was told she was in withdrawal from the pain pump and "then that sound went off." The hcp was to add baclofen in for the spasticity and muscle spasms. The patient had a hard time, as she could not get out of the car and out of bed. The patient has reported all her symptoms to the physician and noted she continued to be dissatisfied with her provider. It was also reported the patient's hands were jerking in 2012 and she experienced withdrawal but they never figured out why. The patient did not hear any alarms and went to an emergency room on (B)(6) 2012 and was "kicked out" and to another on (B)(6), 2012. Reportedly, the patient had every symptom listed on the paperwork for withdrawal but was only taking valium. The patient was seen two weeks later by a physician to have the pump checked. One week prior to the check the patient had heard a single tone three beep alarm. The physician also heard the alarm. On (B)(6), 2012 the staff at the infusion center also heard the alarm and told the patient it was the critical alarm and the patient was "hurting everywhere" at that time. The patient had asked for an increase in pain medication previously and wondered if this caused the pump to run out sooner.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the pump was twisted after the patient fell. The fall occurred in the week prior to the report. The pump was "not working". It was also reported that "if it beeps it's full or something&#56096;however it was unclear what this meant. It was noted that "they" wouldn't refill the pump because the patient fell on it and it was "messed up". An MRI was being done on the report date. It was later reported that the pump had not been flat since the patient's fall in (B)(6). It was also reported that it started to get worse when the patient hit the floor. The patient believed she damaged the pump when she hit the bathroom floor. It could have been a "kinked up tube or something". Reportedly, it had to be taken out. It was also reported that the "tube" was going down the patient's back and it hurt really badly. The patient believed she was in withdrawal. It felt like the bottom of her back was broken. The tube and her back had been hurting for 3 months. The patient believed she was in withdrawal because her hands were jerking. The patient had been having excessive bleeding for 2 or 3 months. It was also reported that the patient needed an MRI of her brain and the hospital she went to a while ago, the patient was told that the pump would have to be turned off before the MRI. It was also reported that it wasn't "programmed" and the patient had been asking the hcp to program it since (B)(6). However, he wouldn't because he wanted to do a "tube study so he can get it out of me".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that, when the patient fell on the bathroom tile floor and hit her head and neck. The patient did not call her healthcare provider (hcp) because he wanted to take it out because he knew something was wrong. It was also reported that the patient had been having numbness in her feet and her hands for the past month and a half. In january or february 2014, the patient had been having tenderness at the injection site. The last time the patient had a refill, the refill hurt the patient and she kept flinching. It took the hcp 4-5 times to fill the pump.

Event description:
It was reported that the patient went into withdrawal two times in october, (B)(6) 2012. The patient¿s leg was ¿jerking.¿ the patient heard a non-critical alarm, but thought that it was her phone. The patient went to a refill with a blood pressure of 220/110 and had pain of the head, neck, abdominal, leg, and butt. The patient¿s pump was empty at a refill on (B)(6) 2012. The patient was having the same pain in her neck and headaches starting (B)(6) 2012. The patient suspected a catheter kink. The patient wanted to know if a kinked catheter could be pulling on the pump. It was reported that during the fall that took place (B)(6) 2012, the patient hit the curb where her catheter was and rolled into the road.

Manufacturer narrative:
(B)(4).